Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The last blood glucose reading was over 600mg/dl. The reporter stated that the customer attempted to hold helpline, but could not get anyone on the phone and started to give himself manual injections, and then he decided to commit suicide. No further information was provided.